Manufacturer narrative:
The patient's dob and weight are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The stellarex device was returned for evaluation. Visual examination found no unusual characteristics of the device. During functional testing using a syringe filled with water, the device was pressurized and at less than 1 atm, a pinhole leak on the balloon was present. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
The stellarex device was used to treat a moderately tortuous and a severely calcified mid sfa. During inflation at 2 atm, the balloon burst due to heavily calcified edges. The balloon was removed in one piece and the procedure was completed with a new stellarex device. No patient injury reported. This product problem is being submitted per FDA request because the balloon ruptured below rbp.